Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk) the device failed to discharge using paddles in conjunction with non-zoll defib gel pads. The nurse checked the connection of the cable and paddles at the pt end but the device still would not discharge. Clinicians then applied multi-function electrode pads to the pt. However, at this time the pt's heart rhythm had changed to asystole. The nurse switched the device from defib mode to pace mode and successfully treated the pt with electrode pads attached. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.